Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced significant irritation at the pod¿s abdominal insertion site after 25 to 36 hours of use. The patient noted strong pain, extensive redness, and pronounced swelling at the site. On (B)(6) 2026, the patient presented to the emergency room, where the insertion site was disinfected with alcohol and covered with a bandage. An ultrasound examination was performed, and the healthcare provider reported no fluid collection within the wound. The visit lasted approximately 1.5 hours. The bandage was changed again by the patient the following day. On (B)(6) 2026, the patient returned to the emergency room for reassessment, where the visit lasted approximately two hours. At this follow-up visit, the healthcare provider applied an ointment and a new bandage and advised continued dressing changes at subsequent medical visits. Following the incident, the patient successfully applied a new pod.